Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.

Event description:
The report stated that "unknown material was observed inside the kit when it was opened before use. The material appeared like a piece of waste paper and was approximately 2cm in size". The device was discarded at the hospital. The kit was not used and there were no patient complications reported.